Manufacturer narrative:
Sample was returned & forwarded to mfg. Facility on 3/4/97. Investigation verified separation of both ends of dra in. Silicone connecting tube was detached from hub of drain as a result of a lack of solvent. An approx. 5 inch section of drain appeared to have been severed from end of drain & was not returned for eval. Follow-up w/reporter on 3/26/97 did not reveal any info about missing section. Catalog # was identified as reported in d.6 baseline info prev. Filed for this numb.